Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during device interrogation the real-time egm was showed post paced t-wave oversensing. Multiple non-sustained led noise episodes which showed the t-wave oversensing were also noted. The device was reprogrammed.